Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The cause of peritonitis was reported as exit site infection and break in aseptic technique. The peritonitis was manifested with cloudy fluid. On the same day as the onset, the patient was hospitalized for the peritonitis. On an unreported date in the same month as the onset, the patient started treatment with vancomycin (2 grams, every third and sixth day of week, intraperitoneally, duration not reported) for peritonitis. The patient was discharged from the hospital after eight days. At the time of this report, the treatment with antibiotics was ongoing and the patient was recovering from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). At the time of this report, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.